Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2017. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 5 years 7 months post primary procedure. Revision op report noted that the femur was grossly loose and was removed by hand. The polyethylene component was noted to have significant wear of both the medial and lateral articular surface. The patellar component was noted to be intact without signs of excessive wear or loosening and was thus left in place. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.